Event description:
It was reported that the ventricular capture thresholds had increased since the last check in 2008. Interrogation revealed that ventricular autocapture was in high output mode. The lead was capped and replaced.

Manufacturer narrative:
Na